Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material on the forceps base appeared to be a yellowish/brown material but otherwise could not be identified. A definitive root cause of the issues could not be determined, however, due to the observed water leakage in the bending section, there is a possibility that the reprocessing could not be performed properly and the foreign matter could not be removed. The event can be detected/prevented by following the instructions for use sections below: tjf type 150 operation manual chapter 3 preparation and inspection. Tjf type 150 reprocessing manual 3.5 manual cleaning olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, due to a cut on angle rubber, water tightness lost, nozzle deformed, adhesive around light guide lens wear, distal end cover scratched, adhesive on angle rubber detached, connecting tube scratched, low angle, knobs play, grip scratched, control unit scratched, suction cylinder shaved, switch 1 scratched, switch box scratched, universal cord scratched, and up/down knob dirty. The faulty parts were replaced, and the device will be returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, duodenovideoscope to the olympus service center with no issue reported. Upon inspection and testing of the customer returned device, foreign material (yellowish/brown) was found on the scope forceps elevator due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement reported with this event.